Manufacturer narrative:
Continuation of d10: product ID 97755-s lot#/serial# (B)(6), product type recharger. H3: analysis of the 97755-s recharger (rtm) (s/n (B)(6)) revealed frayed insulation on cable as well as recharge excellent turn to poor recharge quality message after running it for 10 minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient had difficulty charging the ins. The pt reported the recharger had a slip and the recharger was heating up since the month of may. Patient stated there was a kink on the recharger and there was a shiny wire showing the inside of the cord. Patient mentioned all of a sudden the recharger stopped working and wouldn't do anything. Patient noted they had to charge their implanted neurostimulator 24 hours a day. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.